Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified red particle material on the shell, opening on posterior side and creases.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade iii and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, lymphadenopathy and rupture

Event description:
Healthcare professional reported right side "capsular contracture grade iii", "rupture", "inflammatory axillary nodes" and "images in relation to fibrocystic condition". The device remains implanted.